Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an 18mm amplatzer amulet left atrial appendage occluder was successfully implanted with a 12f amplatzer amulet delivery sheath. There were no partial or full recaptures of the device. The patient was administered heparin during procedure and the patient's activated clotting time (act) levels ranged from 245-289 seconds. A perclose prostyle closure device was used to close the access site. There were no adverse events reported during procedure. The patient's pre-discharge transthoracic echocardiography (tte) did not confirm any pericardial effusion on (B)(6) 2024. Post-discharge tte on 26 march 2024 noted a small 6mm wide pericardial effusion anteriorly to the right ventricle with no hemodynamic significance. It was also noted a linear echo-density across the right atrium suspicious of cor-triatriatum dexter. An agitated saline study showed no leak into the pericardial space. No cardiac tamponade was confirmed. A follow up tte on 27 mar 2024 noted the pericardial effusion was trivial with no hemodynamic significance and maximal size of 5mm. No intervention or medical treatment was provided for the pericardial effusion at this time. It was then reported on 02 apr 2024, the patient presented to emergency room (ER) with acute right groin pain due to partially thrombosed pseudoaneurysm measuring 5.6x3.3x2.2 cm. No intervention or change in current anticoagulation regimen was completed.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been related to the recaptures of the device during procedure. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an 18mm amplatzer amulet left atrial appendage occluder was successfully implanted with a 12f amplatzer amulet delivery sheath. There were no partial or full recaptures of the device. The patient was administered heparin during procedure and the patient's activated clotting time (act) levels ranged from 245-289 seconds. A perclose prostyle closure device was used to close the access site. There were no adverse events reported during procedure. The patient's pre-discharge transthoracic echocardiography (tte) did not confirm any pericardial effusion on (B)(6) 2024. Post-discharge tte on (B)(6) 2024 noted a small 6mm wide pericardial effusion anteriorly to the right ventricle with no hemodynamic significance. It was also noted a linear echo-density across the right atrium suspicious of cor-triatriatum dexter. An agitated saline study showed no leak into the pericardial space. No cardiac tamponade was confirmed. A follow up tte on (B)(6) 2024 noted the pericardial effusion was trivial with no hemodynamic significance and maximal size of 5mm. No intervention or medical treatment was provided for the pericardial effusion at this time. It was then reported on (B)(6) 2024, the patient presented to emergency room (ER) with acute right groin pain due to partially thrombosed pseudoaneurysm measuring 5.6x3.3x2.2 cm. No intervention or change in current anticoagulation regimen was completed.